Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) year old patient experienced urge incontinence and cystitis after altis procedure. Date of procedure: (B)(6) 2015. Description of the event: during 1-year postoperative visit ((B)(6) 2017), patient reported urge incontinence (leakage not due to stress component) that it appeared after 1st postoperative visit ((B)(6) 2015). Patient took solifenacine 5mg. In her 2-year postoperative visit ((B)(6) 2018), this event was still ongoing. There hasn't been new information since this visit. During 2-year postoperative visit ((B)(6) 2018), patient reported to investigator that she had cystitis in (B)(6) 2017, she took medication prescribed by her generalist. We don't have the information about the medication. This event was resolved after the treatment the device still implanted. The investigator doesn't know if the events are related to the procedure or related to alts sling.